Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient felt stimulation in the wrong location. The patient received a replacement system on monday and started feeling stimulation in their right buttock area, and on tuesday, still in the area but also felt in anus as well, and on wednesday, felt more in uterus area and still in buttock area. Depending on their position, the patient¿s left leg had been bothering them on the day of the report. The patient had not made any adjustments and it was recommended that the patient follow up with their healthcare provider (hcp) office to inquire whether or not they want the patient to switch programs. The patient¿s follow-up appointment was on (B)(6) 2017. No further complications were reported/anticipated. See related MFR report #3004209178-2017-01621 for information pertaining to previous system that was replaced.

Event description:
Additional information was received from a hcp. The hcp reported that the leg bothering the patient depending on their position was not positional and there were no device, patient, therapy, or procedure issues. It was indicated that the device would be replaced as an action to resolve feeling stimulation in the buttocks, anus, uterus, and the left leg bothering the patient depending on their position. No further complications were reported or were expected.